Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge while using paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation has received the data file. During the investigation it was noted that the log shows that the application use of the paddles was a factor. An evaluation of the paddles is only supported by the logged data. The log data states that after the "pads on" prompt, there is artifact in the ECG trace. There is a "lead fault" prompt after 9 seconds. The pads impedance waveform is also inconsistent when the device is in the lead fault state. The device was charged in the lead fault state, and shocks will not be delivered in this state. After the device was powered on and off, the defib cable ID was multi-function pads, which suggests hands-free electrodes were placed on the patient, and 14 shocks were delivered with pads in use. This suggests the device operated as expected when the appropriate criteria was met. No trend identified with similar reports.